Manufacturer narrative:
Updated: device evaluated by MFR., eval summary attached, method codes, results codes, conclusion codes device evaluated by MFR: p select ous mr 4.00 x 12mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found proximal stent damage. Damage was noted to the most proximal stent strut row; struts were lifted pushed distally. The undamaged section of the crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found that there was damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. While advancing a 4.00 x12mm promus premier select stent through a guide catheter a stent strut lifted up. The procedure was completed with another of the same device. There was no patient injury.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. While advancing a 4.00 x12mm promus premier select stent through a guide catheter a stent strut lifted up. The procedure was completed with another of the same device. There was no patient injury.